Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was implanted, then doctor decided to cut it out. Lens would not opened up like it was supposed to. The procedure was completed on the same day with company lens of same model and diopter. There was no patient harm.

Manufacturer narrative:
Lens was returned posterior up in the lens case, positioned incorrectly in well area and pressed against the posts. Viscoelastic was observed on both sides of the lens. The lens was cut into three pieces typical of removal and adhered to one another by the viscoelastic. One haptic was bent-distal area. The edge side of the optic near the bent haptic was pressed against a post of the lens case. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified associated cartridge was identified. A non-qualified handpiece and viscoelastic were indicated. This company lens is only qualified for use with the company (a) cartridges; and company ii and iii handpiece. The root cause for the lens wouldn't open up is most likely related to a failure to follow the instructions for use (IFU). A non-qualified handpiece and viscoelastic were indicated. This company lens is only qualified for use with the company (a) cartridges; and company ii and iii handpiece. One haptic was bent-distal area. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).